Event description:
The customer reported that the device had an ECG equip malfunction and the ready for use (rfu) indicator was showing "x" with periodic audio chirp. Customer states no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.